Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery. The returned device found the battery to be out of specification for an electrical parameter. Hybrid analysis confirmed a battery breach. Battery analysis observed that an abnormal thermal event had occurred, which is believed to be related to the battery electrical connector pin laser weld. Glass cracking was also observed, which was the cause for electrolyte leaking out of the battery, leaving electrolyte residue on the external side of the feedthrough and header. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was unable to be interrogated, prior to implant. The leadless ipg was never implanted and the new leadless ipg was implanted. No patient complications have been reported as a result of this event.